Event description:
Caller reported that insulin gauge displayed amount different from expected, with a fill estimate of 170 units instead of the expected 260 units. There was no adverse impact to the customer¿s blood glucose level. Caller declined loading a new cartridge and continued to use the existing cartridge.